Manufacturer narrative:
It was incorrectly reported that the explant occurred on (B)(6) 2019. The correct date is (B)(6) 2019.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-04695. It was reported that the patient's lead migrated, leading to an unintended sensation in the left foot. In turn, surgery occurred on (B)(6) 2019 to explant and replace the lead, which addressed the issue. It is not yet known which of the patient's two leads was explanted, so both are being reported.

Event description:
Reference MFR report:1627487-2019-04695.